Manufacturer narrative:
The manufacturer had previously reported that the device's blower motor, sensor board, flow sensor assembly, and internal tubing were replaced. The repairs were not approved by the customer and the device was returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician observed contamination in the device. The device's blower motor, sensor board, flow sensor assembly, and internal tubing were replaced to address the issue.